Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the battery compartment was cracked at the threads to the grip pad, and from the case seal to the grip pad with moisture and a leak. The pump was opened to find moisture on the display. The display was dim with a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, with moisture, and a dim display. This report is made based on results of investigation completed on 02-may-2018.